Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a damage on the screen. The customer¿s blood glucose level was 161 mg/dl at the time of the incident. Self test passed but still cloudy screen. The customer was assisted with troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and the self test. Device was received with moisture damage on the electronic assembly and motor. Missing segments or partial display not confirmed. (B)(4).